Manufacturer narrative:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The customer's product has been requested back for an investigation. A follow-up report will be completed once the investigation results are available. Customers and retailers have been informed through the letter.

Event description:
Customer was unable to test because his meter was reading in "decimal points". Which suggest that the memory overwrite malfunction has occurred. Customer's wife reported that he was "nervous, and kind of having a stroke, his hand, shoulder and neck was moving by itself". Customer's wife took him to the hospital where he was diagnosed with severe hyperglycemia and treated with insulin and a flu shot. There was no report of death or serious injury.